Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported insulin squirting from the insulin pump during prime, and the insulin pump powering off. During troubleshooting with the helpline, the insulin pump alarmed aa33. The customer reported the drive support cap protruding from the device. The customer's blood glucose value was 183 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk. No compromised force sensor system alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.